Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after a syncopal episode. It was unknown if the event was related to pulse generator function. Upon interrogation, the device exhibited noise. It was noted that the device had reached elective replacement indicator. The device was explanted and replaced successfully on (B)(6) 2016. The patient would continue to be monitored.